Event description:
The patient reported exposed wires coming out the back of the unit. The unit was replaced and there were no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.

Manufacturer narrative:
One cardiomems patient electronic system and power accessories were received for evaluation. External visual inspection of returned material revealed a physically damage power supply. A golden power supply was used for performance testing due to exposed frayed wire to the one returned. The unit powered on successfully in conjunction with returned right ang ext cable with golden power supply connected directly to it. Unit passed diagnostic test.